Event description:
It was reported that high thresholds were exhibited with the right ventricular (rv) lead, and there was possible intermittent undersensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.